Event description:
Additional information received reported the patient was recovering from the surgery and they received therapy.

Event description:
Additional information received reported the case took longer than usual and the healthcare professional thought it was because of the patient anatomy. The case took a few hours longer than normal. The cause of the inaccuracy of the drive was discovered after the manufacturing representative had left the case. The patient had not shown any symptoms from the extended procedure while the manufacturing representative was present. It was noted that while in recovery the patient was ¿doing not so hot.¿

Event description:
It was reported the distance to the target scale was off by 5mm and it caused the micro-electrode to be 5mm above the target. It was stated replacement was required and several micro-electrode passes otherwise would have been un-needed. It was noted x-rays were performed and a second drive was opened and the scales were compared. It was stated the issue was resolved. It was noted the patient status was unknown. It was further reported the drive depth was off by 5mm which resulted in multiple passes.

Manufacturer narrative:
Analysis of the micropositioning device found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was found the nexdrive scale (lot# 082629713) was out of alignment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported that the patient's hcp had not heard from the patient and could not speak to the outcome or the extent of the patient's recovery. The manufacturer's representative indicated that the patient experienced some confusion immediately following the surgery in recovery, but that this was fairly common for the implant surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.